Event description:
It was reported that signal loss over one hour occurred on 02-21-23 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and failed. A review of the share log was performed and signal loss was not found for serial number (B)(6) within the investigation window. The allegation was confirmed. The probable cause was a defective transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional; d9: device returned to MFR ¿ additional; d9: date device returned ¿ additional; g3. Date received by manufacturer - additional; h2: additional information /device evaluation; h3a device evaluated by mfg - additional; h3b: evaluation included - additional; h6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. Data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).